Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
Customer reports that have experienced high blood glucose, not getting enough insulin, and sensor glucose issues. Customer's blood glucose was 296 mg/dl, which were treated with insulin pump. During troubleshooting, it was found that drive support cap appears normal, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, and no air found in tubing. Customer did not have tubing clamp to complete troubleshooting, and customer requested for insulin pump to be replaced instead of sending tubing clamp. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.